Event description:
Errors with alaris pcu (model 8000) & alaris pump (model 8100). Readings changed by unit, although staff entered correctly. Please talk with biomed regarding this. They believe rf interference caused changes.